Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information: device investigation: review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed.

Manufacturer narrative:
(B)(4). The complaint device was received and evaluated at service center. Per service manual operational and diagnostic analysis does not confirm the reported issue (pressure censer not working). The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted below will be conducted on this complaint. After investigation, there is no issue found. Hence root cause is undetermined. A review into the depuy synthes mitek complaints system revealed three dissimilar complaints for this device's serial number. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that before shoulder repair surgical procedure, it was observed that the pressure sensor on the pump device was not working (on the green side). Upon follow up with the customer, it was also reported that the device fill chamber kept filling up and they stopped the pump before it began to overflow. There were no delays in the surgical procedure and a spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.